Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported while starting a spin with the angel system during a clinic injection, there was a malfunction with the abs-10061t pump loop tubing and a hole was apparent when transferring the blood from the reservoir bag to the variable volume separation. Blood was pouring out of the tube near the pump rotor. The case was completed by opening up new abs-10061t kit.